Manufacturer narrative:
There is no indication of any system or component failure. The system was removed in order to allow for a complete washout of the site. A new system was implanted due to the potential for handling damage to the original system during the procedure. Patient reported to a nalu representative that the dehiscenc of the surgical site is likely due to scratching. Physician noted that there does not appear to be any infection and that cleaning the site was precautionary only.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower extremity pain. The implantable pulse generator (ipg) was placed in the anterior thigh area with the leads targeting the sciatic nerve. The system was successfully activated on (B)(6) 2023 with no issues noted at that time. On (B)(6) 2024, 10 months after the initial implant, the firm was notified that the ipg was protruding from the skin at the incision site. A surgical revision was performed on (B)(6) 2024 to completely remove the exsiting system and clean the site, then re-implant a new nalu system. The new ipg was placed in the lateral thigh in a new pocket, with the leads continuing to target the sciatic nerve.